Manufacturer narrative:
Conclusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the drain broke during planned removal. The remaining fragment was visualized externally and removed without further surgical intervention. No adverse patient consequence was reported.